Manufacturer narrative:
The reported event is confirmed, cause unknown. No physical sample was returned, however, photo samples were submitted by the customer. An evaluation of the photo samples was completed by future matrix. The stent appears to have a separation on the pigtail in one photo. In the second photo, the end of the stent appears completely separated. A potential root cause for this event could be, "material selection". The device was used for treatment purposes. As the device was not returned for evaluation it is unknown if it had met all relevant specifications. No manufacturing issues or non-conformances were noted in the DHR review that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." "Directions for use: 1. Determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. 2. Insert the cystoscope then pass the guidewire* through the scope until the tip is in the renal pelvis. 3. Move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. 4. Pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement. 5. Watch the distal end (bladder coil end) of the stent or the radiopaque, proximal end of the pusher. Stop advancing when the stent¿s distal end marker reaches the ureterovesical junction (uvj). 6. Withdraw the guidewire slowly. The stent will form a pigtail automatically. 7. Carefully remove the push catheter. "*activate the guidewire coating according to the ¿instructions for use¿ found within the guidewire packaging." Correction: d,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the ureteral stent was broken during the process of setting it to the guide wire. It was stated that one end of the guide wire was inside the patient's body and the stent was on the guide wire which located outside the patient. There were no injuries caused to the patient, and the event included additional surgery or drug therapy. After the stent was found to be broken, it was removed, and a new stent was replaced for the patient. Per follow up via ibc on (B)(6)2022, there was no additional surgery or drug therapy was performed. Per follow up via ibc on 04mar2022, no additional surgery or drug therapy, just used a new stent to finish the operation.

Event description:
It was reported that the ureteral stent was broken during the process of setting it to the guide wire. It was stated that one end of the guide wire was inside the patient's body and the stent was on the guide wire which located outside the patient. There were no injuries caused to the patient, and the event included additional surgery or drug therapy. After the stent was found to be broken, it was removed, and a new stent was replaced for the patient. Per follow up via ibc on 28feb2022, there was no additional surgery or drug therapy was performed. Per follow up via ibc on 04mar2022, no additional surgery or drug therapy, just used a new stent to finish the operation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed, and the cause was unknown. Photo samples were submitted by the customer. The stent appears to have a separation on the pigtail in one photo. In the second photo, the end of the stent appears completely separated. The ureteral stent was returned in the opened original packaging along with the push catheter. A split/separation appeared to be present at a porthole located on the proximal pigtail. The separation does not go all the way through the stent and does not appear to be smooth; the separation was noted to be small but jagged, as seen when the material is forcefully pulled, however, the actual cause of the split could not be determined. The tip inner diameter was measured with a pin gage and found to be 0.039", the outer diameter was measured at 0.0607" using a laser micrometer; both measurements were within specifications. The 0.035" guidewire passed through the sample without resistance. A potential root cause for this event could be, "material selection" based on review of the risk management file, however, there is not enough information in the event or evaluation results to confirm this cause. The device was used for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." "Directions for use: 1. Determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. 2. Insert the cystoscope then pass the guidewire* through the scope until the tip is in the renal pelvis. 3. Move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. 4. Pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement. 5. Watch the distal end (bladder coil end) of the stent or the radiopaque, proximal end of the pusher. Stop advancing when the stent¿s distal end marker reaches the ureterovesical junction (uvj). 6. Withdraw the guidewire slowly. The stent will form a pigtail automatically. 7. Carefully remove the push catheter. "*activate the guidewire coating according to the ¿instructions for use¿ found within the guidewire packaging." The actual/suspected device was inspected.

Event description:
It was reported that the ureteral stent was broken during the process of setting it to the guide wire. It was stated that one end of the guide wire was inside the patient's body and the stent was on the guide wire which located outside the patient. There were no injuries caused to the patient, and the event included additional surgery or drug therapy. After the stent was found to be broken, it was removed, and a new stent was replaced for the patient. Per follow up via ibc on 28feb2022, there was no additional surgery or drug therapy was performed. Per follow up via ibc on 04mar2022, no additional surgery or drug therapy, just used a new stent to finish the operation.